Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.( B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified below the knee artery. A ht command guide wire was advanced to the lesion. A non-abbott child catheter was advanced over the guide wire but stuck on the polymer portion of the command guide wire and could not be moved. The devices were removed from the anatomy as a single unit. The command guide wire was forcibly removed from the non-abbott catheter causing the guide wire to separate. There were no abnormalities found on the guide wire. The non-abbott catheter was sent to the manufacturer, so it will not be returned with the guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.